Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. No specific symptoms were reported, but the patient was ¿about the flip¿, and it was mentioned that the patient had diabetic ketoacidosis. The patient was brought to the hospital by their husband, and when a fingerstick was taken, the cgm was reading 20.0 mmol/l and the blood glucose reading was 32.0 mmol/l. The patient was treated with an unspecified treatment for dka. The patient was discharged after spending 4 days at the hospital. At the time of the report the patient still felt very weak, but it was understood that the patient recovered from the dka event, as she was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.